Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via manufacturer representative reported that a bur was vibrating during the procedure. There was no patient impact.

Manufacturer narrative:
Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. There were no signs of bends or concentricity issues. The bur was loaded into a handpiece with a bur guard, incrementally increased speed up to 80,000 rpm, and there was no vibration or wobble. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.